Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 430 mg/dl followed by 30 mg/dl. The customer stated the reservoir keeps falling out of the insulin pump. The reservoir compartment lip is completely broken off. Customer's blood glucose value was 103 mg/dl at the time of the call. Customer declined to troubleshoot for high and low readings. Advised to discontinue use of the pump and revert to a back-up plan per hcp's instruction. Advised the pump will need to be replaced. The product will be returned for analysis.

Manufacturer narrative:
Findings: pump received with minor scratched display window, cracked case at display window corners, cracked battery tube threads, missing end cap sticker, missing reservoir tube o-ring and completely broken off reservoir tube lip. The reservoir tube lip completely broken off and test reservoir will not lock/click in place. Pump passed idle current test, run current test, self test, off no power test, unexpected alarm error test, prime test, excessive no delivery test and rewind test. Unable to perform basic occlusion test, occlusion test and displacement test due to completely broken off reservoir tube lip.